Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Cotton starts falling apart during use. [Device breakage] case narrative: consumer reported via social media that the cotton starts falling apart during use. No injury was reported.